Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. The lab analysis concluded that as received oxinium femoral head showed significant signs of wear and gouging on all surfaces of the od that went far beyond the oxide layer. The shape of the od was no longer spherical. This type of wear is indicative of the oxinium head articulating on the titanium acetabular shell over time. The gouging is typically observed to occur during removal and/or abruptly coming into contact with the acetabular shell. The ID taper appeared to be in fair condition; this and the gouging along the rim surface indicate that the head was well fixed to the proximal taper of the stem. The clinical/medical evaluation concluded that this case reports that a revision surgery was performed after the experienced metallosis after a tha. There are photos of the explanted head and liner, which both show wear. However, per email correspondence, the requested surgical reports and x-rays are not available. Therefore, the patient impact beyond the revision cannot be determined, and the metallosis cannot be confirmed. Due to the limited information provided, no further clinical assessment is warranted. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes for this event could include damaged product, material in use, and patient allergy. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tha had been performed, the patient experienced metallosis. A revision surgery was performed to revise the worn oxinium fem hd 12/14 28mm +8 and an unspecified liner. The patient outcome is unknown.